Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with strip connector damaged/dirty; foreign material observed, three rice grains and dead bug inside the meter (contamination). Root cause: pcb contamination. No sufficient test strips(1) returned to evaluate. Manufacturer contacted the customer within 24 hours for knowing's customer condition; unable to talk to customer; another phone call attempt made to contact customer; the customer provided limited information,customer said that is at the doctor's officer; on (B)(6) 2016 customer was contacted; customer informed that feels better even though the dizziness persist, customer stated did not seek medical attention. Several follow up phone calls made with limited information provided by customer.

Event description:
Consumer reported complaint for dead meter; meter is unresponsive to "s button" and test strips. The customer's expected fasting blood glucose test result range is 120 to 250 mg/dl. The customer reported symptoms of dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking insulin to manage diabetes. During troubleshooting on the call on (B)(6) 2016, the meter responded to the "s button" but not test strips. The customer performed a blood test with an alternate meter and produced results of 273 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress. Manufacturer contacted the customer within 24 hours for knowing's customer condition; unable to talk to customer;another phone call attempt made to contact customer; the customer provided limited information,customer said that is at the doctor's officer; on (B)(6) 2016 customer was contacted; customer informed that feels better even though the dizziness persist, customer stated did not seek medical attention. Several follow up phone calls made with limited information provided by customer.

Event description:
Consumer reported complaint for dead meter;meter is unresponsive to "s button" and test strips. The customer's expected fasting blood glucose test result range is 120 to 250 mg/dl. The customer reported symptoms of dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently taking insulin to manage diabetes. During troubleshooting on the call on (B)(6) 2016, the meter responded to the "s button" but not test strips. The customer performed a blood test with an alternate meter and produced results of 273 mg/dl. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.